Manufacturer narrative:
(B)(4).

Event description:
The patient had an integrity bare metal stent implanted. It is indicated that the patient had a reaction to the metal. Patient has no known nickel allergy.